Manufacturer narrative:
The customer did not provide any additional information for the investigation. The field service engineer (fse) replaced the measuring cell and all tubing. Instrument checks were acceptable. Calibration and qc were successful. Based on the limited information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs stat on a cobas e411 disk. The initial troponin result was 22 pg/ml. The questionable result was reported outside of the laboratory and the doctor requested the repetition of the measurement. The sample was repeated resulting in a value of 8 pg/ml.